Event description:
The customer reported that the quality of the cine images produced was degraded to a point in which they were not usable. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive was formatted and the interconnect cable was reseated during the service call. The system was tested and found to be working as intended and put back into service.